Event description:
During the renal artery angioplasty & stenting procedure, the doctor used a slalom pta balloon to pre-dilate the lesion, but the balloon couldn't be inflated to the desired normal pressure. It only reached a maximum pressure of about 5 atmospheres. He then applied negative pressure to the balloon and found blood mixed with the contrast medium in the syringe, indicating balloon punctures. After the procedure, he checked the balloon with the syringe and found two punctures on the balloon. Then he changed to another balloon to proceed in the procedure. The caliber of the treated right renal artery was about 5-6mm, with a 90% ostial artery stenosis, and about 10mm in length of the stenosed segment. An 8f avanti sheath was placed into the femoral artery, and 8f renal rdc guide catheter was advanced to the ostium of the vessel. The physician flushed the guidewire lumen, attached the syringe, and then inserted it into guiding catheter. The slalom balloon was then advanced with a 0.018" guidewire through the guide catheter without resistance, and positioned across the stenosed lesion. The balloon was then unsuccessfully inflated. The balloon was then withdrawn, but met some resistance because it could not be fully deflated due to lack of vacuum. Finally, the balloon was pulled back into the catheter. The doctor then used a 6 x 15 genesis stent to expand the lesion and completed the procedure successfully. The pt is in good condition without any complication.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.